Event description:
A surgical procedure note indicates that the robotic precise bipolar forceps tip malfunctioned and wouldn't align right. The instrument was cleaned and given to rn to forward to risk management.